Event description:
It was reported that the customer was having a nightmare that their blood glucose (bg) was running high, and they woke up and administered a 25 unit bolus with their pump. The customer's bg level subsequently decreased to 40-50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.